Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this recently implanted right ventricular defibrillation lead had dislodged post pocket closure, however refixated itself to the patient's capillary. The lead was tested and threshold measurements were appropriate so the physician elected to not intervene. No adverse patient effects were reported. This patient is not pacer dependent.